Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/4 of their automated peritoneal dialysis therapy. Per the initial report, the home pt disconnected their transer set from the pt line of the homechoice set during a dwell phase and did not return in time for the following drain cycle. When the home pt returned pt reconnected themselves to the setup and received the system error 2240 alarm. Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.